Event description:
Pt with history of breast ca, bilaterally; mastectomies with placement of silicone implants. Pt noted to have severe capsular contracture on the left and right side was noted to be one inch lower than the left implants. Bilateral replacement with saline implants.